Event description:
The customer reported that digoxin results were negatively biased. Pt and qc specimens with digoxin concentrations of 1.3 to 3.2 ng/ml were measured as less than or equal to 0.7 ng/ml. A field engineer visited the site and adjusted the immunowash tip to tip locator on the analyzer. The customer stated that pt results were not reported because the quality control samples were not within limits.